Manufacturer narrative:
Internal report #:(B)(4). Returned meter and test strips evaluation resulted in no defect found. Most likely underlying root cause of malfunction: user had poor storage for test strips.

Event description:
Consumer complaint of erratic blood results. Customer stores her strips in the living room and that the test strips have been in use for 1 week. Performed a back to back blood test, 239mg/dl and 146mg/dl (customer ate about an hour ago). Checked memory for previous results:12/29 7:39am 175mg/dl,12/29 7:37am 245mg/dl,12/28 8:36pm 70mg/dl,12/28 7:33pm 67mg/dl,12/28 7:56pm 201mg/dl,12/27 8:47pm 139mg/dl,12/26 7:33pm 158mg/dl,12/26 7:13am 118mg/dl,no adverse event reported.